Manufacturer narrative:
Occupation: (B)(6). Additional initial reporter: (B)(6). Event site name: (B)(6) medical center. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure alarm occurred shortly after insertion. The customer stated the sensor may have been broken during insertion, as the provider was jamming the tip at one point. The cath lab nurse decided to transduce the inner lumen, and was satisfied with the result. There was no patient harm or adverse event reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Reference complaint #(B)(4).

Event description:
N/a.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure alarm occurred shortly after insertion. The customer stated the sensor may have been broken during insertion, as the provider was jamming the tip at one point. The cath lab nurse decided to transduce the inner lumen, and was satisfied with the result. The iab was in use for 24 hours. There was no patient harm or adverse event reported.

Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The pressure tubing was also returned. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and a break was observed within the y-fitting. The optical fiber was found to be broken confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).